Event description:
A (B) (6) pt, contacted lifecor customer support to report that their monitor was not working properly. The response buttons take several presses to start the system. Support issued a replacement monitor.

Manufacturer narrative:
Device eval summary - device eval of monitor (B) (4) has been completed. The reported problem was confirmed. The cause for the monitor not working properly was a defective front response button. The root cause for the defective front response button cannot positively be identified but is likely a result of random component failure. Both response buttons were replaced. The monitor was repaired, retested and restocked. No adverse event resulted from the defective response button. The pt received a replacement monitor.